Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2025-025751 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on 01-04-2025. Product has been returned and the investigation is being reviewed. A follow up report will be submitted upon completion. No injury or medical intervention was reported.